Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-aug-2015, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse instructed the customer to pop the cup/ tube sensor back into the "dentent on switch". The customer was subsequently able to samples without issue. On 19-aug-2015, fse caaled back to follow up with the client. No further issues were reported. The most probable cause of the reported event was due operator error.

Event description:
On (B)(6) 2015, the customer reported receiving a "specimen not detected error", three times, with their a1a-2000st analyzer. Technical support instructed the client to perform a version up and run daily checks; however, the issue did not resolve. On (B)(6) 2015, field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of lh ii, pth, fsh, e2, prog, and afp patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.